Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective valve assembly. The fse replaced the valve assembly to resolve the issue. (B)(4).

Event description:
The customer reported non-reproducible ise (ion-selective electrode) results for approximately five patients on the laboratory¿s au5800 clinical chemistry analyzer. The results were not released from the laboratory; thus, there was no impact to patient treatment attributable to the output from the device in this event. Although the customer alleged erroneous ise for five patients, the customer only provided data for four patient results.